Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: g3 and h6 (patient). Corrected: g1. No code available (3191) is used to capture medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient underwent a left knee revision due to pain, clicking, stiffness, swelling, decreased range of motion, weakness, anxiety, and effusion. The surgeon indicated the femoral component was loose at an unknown interface and the tibial tray was loose at the cement to implant interface. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2019; left knee.